Event description:
It was reported a volume discrepancy problem where actual residual volume (arv) is less than the expected residual volume (erv). At refill only aspirated 0.5 ml of clear fluid. Was able to fill the pump with 40 ml and pulled back 30 ml and was able to put it back in. Patient had no symptoms. The drug being used in the pump was baclofen (compounded). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j11314r02, implanted: (B)(6) 2003, product type catheter. (B)(4).